Event description:
It was reported that the patients ipg had become superficial and difficult to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned for analysis.

Manufacturer narrative:
Sc-1160 (sn: (B)(6)). The returned ipg was analyzed and it was reported that the device was fully charged in two cycles from a hibernation state. A review of the device data logs indicated that the device charging and battery depletion was normal. However, the internal electrical test found that sleep-current is slightly higher than the expected limit that is considered the source of the complaint. With all the available information, boston scientific concludes that the issue was confirmed. The internal electrical test found that sleep-current is slightly higher than the expected limit that is considered the source of the complaint. The probable cause selected is cause traced to component failure. No escalation is required at this time.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's ipg had become superficial and difficult to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned for analysis.